Manufacturer narrative:
Additional information was received on 10-oct-2021. It was reported that the patient is a 67-year-old male, 73 kg patient. Therefore, the a 2. Patient age at the time of event, a 2. Age unit, a 3. Gender, a 4. Weight of the patient, a 4. Weight unit have been updated. It was also reported that the physician¿s opinion on the cause of this adverse event is that it is procedure related. The patient fully recovered from the adverse event. No error messages were observed on the biosense webster equipment during the procedure. A smartablate generator (unknown make, model and serial number) was used. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30588596l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During block line of cavo-tricuspid isthmus (cti) was created (at near inferior vena cava(ivc)), pop phenomenon occurred. At that time, no accumulation of effusion was observed by intracardiac echo. Since effusion was found around 1 hour and 30 minutes after the end of the procedure, drainage was performed after the effusion was noted. The physician commented that it is considered that cardiac tamponade occurred due to pop phenomenon during the manufacture of cti line in stsf. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.